Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had no delivery alarms after set changes. Blood glucose level at the time of the incident was not provided. Troubleshooting was not performed as the caller requested that the device be replaced. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.